Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported problem with lap top ventilator 1150 where internal battery failed causing unit to power down while transporting a patient from ER to ICU. No patient harm reported. A staff immediately noted the condition and began bagging the patient.